Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset no further cgm error occurred and customer successfully started new sensor session.